Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred one and a half hours into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a different nurse from the facility. The blood was noted to be leaking externally from the arterial port on the head of the dialyzer. Upon closer inspection, a crack was identified at the leak location. The crack was confirmed to be on the port itself, just below the connection point. There were no alarms from the machine. Since the leak was noticed immediately, the patient¿s blood was able to be returned. Estimated blood loss (ebl) was less than 50 ml. The nurse confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred one and a half hours into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a different nurse from the facility. The blood was noted to be leaking externally from the arterial port on the head of the dialyzer. Upon closer inspection, a crack was identified at the leak location. The crack was confirmed to be on the port itself, just below the connection point. There were no alarms from the machine. Since the leak was noticed immediately, the patient¿s blood was able to be returned. Estimated blood loss (ebl) was less than 50 ml. The nurse confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.